Manufacturer narrative:
The actual fragmented bevel end piece of the needle that was removed from the pt was returned for evaluation. The fragmented piece measured approx 3/4 inch. The tip was intact, however, behind the bevel, there was a kink (bend in the needle). The hub end of the needle was not returned. It appears from the event description, indicating the needle would not withdraw easily after the anesthesiologist anesthetized the site, and the sample evaluation, that the needle encountered some kind of trauma, which stressed the part beyond its intended design capabilities causing it to snap. The incoming inspection reports were reviewed and the needle met all incoming visual and physical inspection requirements. There are no other reports of this nature against this purchased vendor part number, the reported catalog number, or the reported possible final lot numbers. The sample and all available info has been forwarded to the actual manufacturer for evaluation. If any pertinent info becomes available through the manufacturer's evaluation, a follow-up report will be filed. Additional lot #: 61142025. Additional expiration date: 07/31/2012. Additional device manufacture date: 11/2010.

Event description:
Pt was sitting for an epidural, injection being given to anesthetize the site. Needle would not withdraw easily. Anesthesiologist waited for the pt's (patient's) contraction to subside and repositioned the pt. While trying to gently extract the needle, he felt it snap. Only the portion of needle attached to the syringe withdrew. Pt was taken to the operating room to remove the remainder of the needle. Physician initially wondered if he had hit the spinous process; however, the piece of needle was found in the muscle and subfascial space and not bone. Two possible lot numbers are included - it is unknown which the actual needle was from (second expiration date is 8/2012). What was the original intended procedure? Pre- anesthesia of the site prior to epidural placement. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stop working). Additional info provided by the facility indicated the fragmented piece of needle was removed without incident and the pt suffered no adverse sequel associated with the reported incident.